Manufacturer narrative:
The device was received for evaluation. During functional flow accuracy testing, the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "delivered too fast" during therapy. The pump was programmed to deliver in fourteen hours and the bag was empty at four hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.